Event description:
On (B)(6), 2014 the reporter contacted lifescan (B)(4) alleging the ot verio iq meter gave a meter message - pc connected. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.